Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective main board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported (on behalf of the customer) that there was a no image issue while using the video system center. The issue occurred during preparation for use for a diagnostic procedure (ugi endoscopy). The procedure was canceled as the user facility only had one (1) device available at the time. There was no patient harm associated with the event. The fse physically inspected the device on-site and found the same no image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following non-reportable malfunction was found during the device evaluation: the video connector is loose, minor dust inside the unit and minor scratches found on the housing and back panel. The cause of the customer¿s reported event was attributed to failure of the main circuit board. However, the root cause of the event was unspecified. Olympus will continue to monitor field performance for this device.